Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the information provided, a conclusive cause for the reported difficulties could not be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 5f sheath after an angioplasty procedure. Reportedly, after deploying the clip, there was pulsatile bleeding from the access site. Manual arterial compression was applied to achieve hemostasis and to ensure there was no hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.